Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was not able to interrogate using the programmer during the clinic visit. The patient had reported no symptoms. The physician tried 3 different programmers; no previous issue was noted with programmers in the clinic. There was no magnet response received. Technical services (ts) discussed trouble shooting options. Data analysis was performed few months ago and the device appeared to be operating normal. Ts recommended device replacement options. Boston scientific representative stated that the patient denied care. The patient was aware of risk and decided not to replace this device. This device currently remains in service. No adverse patient effects were reported.